Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an irrigation and drainage of an infected hip. The surgeon washed out the hip and swapped the poly, liner and head.